Event description:
The customer reported there was a long cutting time during the last (6th) sample. It was reported that during lavage to collect the samples, there was some minor resistance on rotating the needle to collect samples. The patient reportedly felt an increased pressure in her breast which she said was tolerable, but not painful. Upon imaging the sample, only a few microcalcifications were seen. The customer reported as the patient "felt fine," additional samples were taken. 3 more samples were taken with the same reported resistance when turning the notch as the initial samples. As the patient reportedly felt an increased pressure in her breast again but no pain, the needle was withdrawn. The tip of the needle was then observed to be bent. The consultant radiologist withdrew the needle from the breast carefully. The needle was stuck to the introducer as it was bent and could not be withdrawn through the introducer. The needle and introducer were removed as a unit from the patient. A new needle pack was opened to get another plastic introducer sheath in order to insert a marker clip, and ended the procedure. The was no report of patient or user harm. No further information is available at this time.

Manufacturer narrative:
A Device History Record (DHR) review was conducted for the reported lot number. The device was released meeting all QA specifications.